Event description:
The customer observed smoke coming from the power supply module of the cell-dyn 3700 sl analyzer. There was no adverse impact to patient management and no operator injury reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, evaluation of the instrument by an abbott field service engineer (fse), a search for similar complaints and a review of labeling. The fse isolated the issue to the power supply assembly, which was replaced and the instrument was returned to an operable status. The customer declined to return the power supply assembly for investigation; however, the fse confirmed that the correct fuse (4-amp) was installed on the power supply assembly. The power supply assembly is not available for investigation; therefore the cause of the incident could not be determined. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Base on the available information a deficiency of the cell-dyn 3700sl analyzer, list number 02h31, was not identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. Evaluation is in process.